Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event while on the way to school, was showing a cgm of 143, based on her follow app. When the patient arrived at school by 8:00 am, the patient was feeling nauseous, was vomiting and was hot. The patient took a fingerstick and the cgm reading was 143 mg/dl, and the blood glucose reading was 510 mg/dl. The patient self-treated with insulin. When a fingerstick was taken after 2 hours, the blood glucose reading was 589 mg/dl. It was the school nurse who called the parent to pick her daughter up and bring her to the hospital. The parent drove to the patient's school and once there gave the patient insulin via injection and then took the patient to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was 484 mg/dl. The patient would have experienced mild diabetic ketoacidosis. The patient was treated with intravenous saline and fluids. The patient was discharged the day after the event at 02:00 pm. The patient would have had some headaches at that time. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient was having symptoms, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.